Event description:
Customer reported on a bravo ph capsule that failed to attach. The doctor plunged and turned the handle but the plunger never popped back up. He turned it back and forth several times until delivery system was removed but the capsule was still attached. Patient had very minor bleeding.